Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that patient had swollen lips after doing whitening maintenance with kör 16% carbamide peroxide and the kör hema desenstizer. She used the desensitizer during her initial whitening with no issues but dentist asked if the patient could have developed an allergy to the hema. Informed dentist that it is a possibility. I instructed dentist to have the patient stop using the desensitizer and see if the swelling subsides. Also suggested that the patient rinse and clean her whitening trays well to remove any desensitizer residue. Per follow-up with dental office on 12-9-2017, there is no additional concerns from the patient. This may have then been just a developed allergic reaction to the hema desensitizer.